Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was known by the healthcare provider (hcp), reported the lead was top posterior because it ended up too posterior and was known to the hcp since initial programming a long time ago. The patient was not electing to get it fixed; the patient was getting a battery change on (B)(6) because he ¿appreciated the tremor control with side effects.¿ no further complications were anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, lot# va07hh8, implanted: (B)(6) 2013, product type: lead; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that at initial programming it was discovered the lead was too posterior. The patient elected to not have the lead revised. The patient is sensitive as they are near sensory thalamus, and they get parasthesia. It was stated the lead was probably a bit too posterior, and so they can get tremor control but also a side effect. Nothing had changed with the patient, and it was noted they were a happy customer. No further complications were reported or anticipated with this event.